Manufacturer narrative:
No sample was provided for evaluation. At this time we are unable to confirm the reported issue. However, based on similar complaint investigations, a probable root cause is related to the current mirror finish surface on the elbow, which makes the mask very difficult to remove. CAPA was opened to further investigate this issue. (B)(4). The elbow will now contain a textured finish to allow the mask to be easily removed from the elbow.

Manufacturer narrative:
It has been confirmed by carefusion/bd that the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding the situation reported with the device. If a sample or any additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
Customer reported the follow to the vyaire sales representative. "I have had issues with the resuscitation bags and masks in the recent past. The one occurrence was also in the ed and the ¿ambu¿ mask was flinged across the room because it was so difficult to detach. Because the mask would not come off quickly from the resuscitation bag the respiratory therapist was unable to ventilate the endotracheal tube quickly, until they got the mask off the bag or had someone get another bag. The mask comes in the bag connected to the resuscitation bag.